Event description:
It was reported that during follow up, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were made and the patient will be followed normally.